Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor had reportedly overinfused during patient therapy. The fill volume infused over the course of 17 hours rather than the expected 24 hours. The device was filled with a solution of fluorouracil and 0.9% saline. There was patient involvement and the patient was hospitalized, however there was no in formation to suggest that the hospitalization is associated to this event. No additional information is available at this time.